Event description:
The user facility reported poor performance with a centrifugal pump approx 90 minutes into a bypass procedure. As a result of the noted anomaly, the perfusionist switched to another pump and the surgery was completed without further complications. Reportedly, there was no blood loss or pt injury.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and functionally tested. The centrifugal pump was confirmed to function properly and no abnormalities were noted during any of the testing. Based upon the available info, the cause for the reported event cannot be definitively determined. All units are tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously for this issue. There is no available evidence that the reported event was related to a product malfunction or defect. All available info has been placed on file in qa for appropriate tracking, trending and follow-up.